Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the doctor was clipping the duct and the clip misfired. The clip closed distal but did not fully close proximal. Therefore; the doctor was able to pull the clip right off. This device misfired a few times in this case with the same device. The procedure was completed by pulling out the misfired clips and then re-firing the same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n93n92: the analysis results found that the el5ml device was returned with no damage in the external components and 1 malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and identified an anti-backup failure defect related to the reported incident was found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.